Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low results for multiple tests on 2 different cobas 8000 c 702 modules. The customer provided data for 23 patient samples. Of the data provided, 8 patient samples were erroneous when tested for either hdlc3 hdl-cholesterol plus 3rd generation (hdlc3), gluc3 glucose hk gen.3 (gluc3), ureal urea/bun (ureal), tp2 total protein gen.2 (tp2) or crej2 creatinine jaff&#608;gen.2 (crej2). It is not known if the erroneous results were reported outside of the laboratory. This medwatch will cover c 702 module with serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on c 702 module with serial number (B)(4). No adverse event occurred. The hdlc3 reagent lot number was 123490. The expiration date was not provided. The gluc3 reagent lot number and expiration date were not provided. The ureal tests run on 08/17/2016 were with reagent lot 166770. The expiration date was not provided. The ureal tests run on (B)(6) 2016 were with reagent lot 148633. The expiration date was not provided. The ureal reagent lot number and expiration date for the tests run on (B)(6) 2016 were not provided. The tp2 reagent lot number was 153801. The expiration date was not provided. The crej2 reagent lot number was 153079. The expiration date was not provided.

Manufacturer narrative:
The investigation noted that since erroneous results occurred on 2 systems, a hardware issue on both systems is not likely. Based on a review of the reaction data of the glucose results, it appears no sample was pipetted. This suggests an issue with the sample pipetting or a preanalytical and sample quality issue. The reaction data for the other assays mentioned was not as clear. The potential root cause may be a sample pipetting issue or a reagent pipetting issue. Upon review of the alarm traces, some abnormal aspiration alarms were observed. This also points to a preanalytical issue. The field service representative (fsr) checked the systems and did not identify any issue. Precision data for both systems was acceptable. The root cause was determined to be a pre-analytical/sample quality issue which is the customer's responsibility. The customer was advised to check pre-analytics more carefully. The customer indicated they have had no other result outliers.